Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call the sensor had inaccurate readings that triggered threshold suspend alarm. The customer¿s blood glucose level was 114 mg/dl and the sensor glucose level was 48 mg/dl at the time of the incident. The customer reported low blood glucose levels due to discrepancies. The customer treated the low blood glucose of 48 mg/dl with food. The customers current blood glucose was 114 mg/dl. The customer did troubleshoot the issue. The sensor will not be returned for analysis.

Manufacturer narrative:
Insulin pump passed all functional tests, including the idle current measurement test, run current measurement test, self test, off no power test, unexpected restart error test, displacement test, basic occlusion test, occlusion test, prime test, rewind test and excessive no delivery test. The test minilink transmitter with the glucose sensor simulator and the test bg meter communicates properly to the pump. No unexpected suspend anomaly noted.